Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete.

Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Current evidence suggests the device remains implanted and in service. No adverse patient effects were reported. After further investigation and additional information from the field, it was found that this complaint is a duplicate. Please refer to report number 2124215-2019-15077 for product investigation results.

Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Current evidence suggests the device remains implanted and in service. No adverse patient effects were reported.